Event description:
Patient reported "deflation". This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the left side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported, "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are ¿ deflation: observed a cracked valve seat diaphragm valve. As per the investigation procedure, creases were completed and none of the observations were found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "deflation". This record is for the left side. Device has been explanted and replaced.